Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, a cassette not attached properly error alarm emerged during the functional tests. It was noted that a nonreactive downstream occlusion (dso) sensor was the cause of the reported issue. Service will replace the dso sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd solis vip pump exhibited dso stuck @120mv. No patient was involved in this event. No adverse effects were reported.